Event description:
It was reported that noise was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.